Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. The review identified that the AED is functioning as designed and can stay in service. Although requested, the battery pack has not been returned and the cause of the complaint is not known.